Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating the toothbrush head had come loose while in her mouth and a small silver pin came out. No injury was reported.